Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The event can be prevented by following the instructions for use (IFU) which state: "[safety instructions] always set to the minimum required brightness. The brightness of the monitor and the actual brightness of the endoscope tip may be different. When using the electronic shutter function of the video system center, pay special attention to the brightness setting of this product. When using this product with a video system center capable of automated dimming, use the automatic dimming function of this product. The automated light adjustment function can be used to maintain the proper brightness of the light. Refer to the "instructions for use" of the video system center for details of the settings at the same time." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: establishment name: osaka prefectural hospital organization osaka maternal and child medical center. The device was returned for evaluation and the customer's allegations were not confirmed and were unable to be reproduced. Evaluation did find the output connector was loose due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the visera elite xenon light source operative field became white due to halation. The issue occurred when the camera tip was close during a therapeutic procedure and it was completed with the same device. It was also noted that the lamp usage time counter was not up and the imaging switch could not be used. There were no reports of patient harm associated with the event.